Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer would not calibrate the stylus, as a result the overlay/bezel assembly was replaced and the stylus was calibrated.

Event description:
It was reported that the programmer would not calibrate the stylus. Although several stylus' have been used and calibration has been attempted multiple times, it remains inaccurate to the touch. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).